Event description:
It was reported on 04 december 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were implanted successfully. The tr was reduced to grade 2 post procedure. On (B)(6) 2025, one triclip had single leaflet device attachment(slda). Recurrent tr of grade 5+ was reported. On (B)(6) 2025, a re-intervention procedure was performed. Additional triclip was implanted. There was no clinically significant delay. Codes 2199 and 4582 were removed. Code 4607, 4641- additional procedure and 4453-recurrent tr were as added.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported slda could not be determined. The reported recurrent tricuspid valve insufficiency/regurgitation (tr) appears to be a cascading effect of the reported slda. The reported patient effect of tricuspid valve regurgitation is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were implanted successfully. On (B)(6) 2025, one triclip had single leaflet device attachment(slda). There was no clinically significant delay or adverse patient effects.